Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited loss of capture. Diagnostic imaging found that the lead had dislodged. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece for analysis. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies to the lead body. The s-curve hump height was measured within specifications.